Manufacturer narrative:
We have now completed our investigation into the reported complaint. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that the drops of silicone loosened from the dressing and the adhesion decreased. Factors that can contribute to the reported event include, raw material issues or storage environment issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. An ongoing internal action is being carried out into the reported failure mode to reduce further instances of the reported event, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that when opening the single product package, drops of silicone loose from the dressing were noticed in the wrapper. There was a subsequent difficulty in adhesion requiring reinforcement. Even so, the duration of the dressing at the site decreased. The dressing only lasted 1 day. Treatment was completed with a back-up with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.